Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2432-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set was under infusing the following information was received by the initial reporter with the following: per the clinicians the belatacept was the worst under infusion with an error of ¿60%¿ meaning instead of volume infused (vi) of 100ml, the vi was 160ml per the pump display when the infusion ended. Belatacept was a new drug at the time. They recall the patient did not have very good veins and the med was going through a 22g piv. The same patient has since rec¿d the drug 7 times, and the issue has not persisted. Clinicians stated they have not been required to reprogram additional drug ¿at all anymore¿ to empty the IV bag. Uses tubing ref#: 2432-0007.